Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the cable connecting the trunk cable was pulled from the strain relief, damaging wires and preventing the electrode belt from communicating with a monitor. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.